Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it is reported during an open reduction with internal fixation (orif) to repair a mandible fracture from a gunshot wound, the tip of the reduction forceps broke off. Fragment was easily retrieved and no fragments remain in the patient. Another forceps was readily available and was used to complete the procedure successfully with no delay and no harm to patient. The device was returned and reported to have a tip broken. This condition is confirmed; approximately 7mm of the distal tip of one of the jaws has sheared off and was also returned. It is likely that application of excessive force during surgery has led to this complaint condition. A visual inspection under 5x magnification, device history record (DHR) review complaint, history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing date: april 22, 2010. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the material, components and final product met inspection records, certification. All parts of the lot were checked 100% for features and for function at the final inspection. No non-conformance reports were generated during production. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an open reduction with internal fixation (orif) to repair a mandible fracture from a gunshot wound, the tip of the reduction forceps broke off. The fragment was easily retrieved and no fragments remain in the patient. Another forceps was readily available and was used to complete the procedure successfully with no delay and no harm to patient. The patient status was reported as stable. This is report 1 of 1 for com-(B)(4).